Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that contact 0 showed impedances over 40,000 on the day after the implant. The impedances were all in normal range at implant. Impedances were checked with the 8840 and the tablet. The issue had not resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the high impedances were not known, and there were no actions /interventions taken to resolve the issue. The issue had not resolved. There were no further complications reported.